Event description:
It was reported that the procedure was to treat a mildly calcified anterior tibial artery. A 2.0 x 120 mm armada 14 was advanced to the lesion and pressurized when fluid leaked from the hub. Another armada was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation, so the failure mode was not able to be confirmed. A search of the lot history record for this specific lot was not able to be performed, as the device was not returned and the lot number was not provided. Based on an expanded investigation, a product issue related to leaks was noted by the manufacture. Further assessment of this issue per site operating procedures was performed. Corrective and preventive actions to address this issue have been implemented and the performance of these devices will continue to be monitored.